Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a coronary procedure, treating acute graft failure status post coronary artery bypass graft (CABG). During the procedure, a perforation occurred in the saphenous vein graft/right coronary artery. The 2.8 x 26 mm graftmaster stent was implanted at the distal anastomotic site, extending to the distal right coronary artery (rca), and sealing the perforation. The patient was in stable condition at the end of the procedure. On (B)(6) 2020, the patient experienced cardiogenic shock with increasing metabolic acidosis and died. Per physician, the patient's death is unrelated to the graftmaster stent as the perforation was sealed. No additional information was provided.